Manufacturer narrative:
Continuation of d10: product ID: 97800, serial# (B)(6), implanted: (B)(6) 2025, product type implantable neurostim ulator product ID: 3889-28, lot# va20u14, implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). When the hcp was asked to clarify the statement "they were told that the healthcare provider (hcp) had problems getting the previous device out", the hcp stated that they need to have an MRI. The hcp stated that the most likely cause of the event was due to the bone surrounded the lead at the foreman opening. When asked about the steps taken to resolve the issue, the hcp stated that the fragment was left in place as it was 5.5.cm away from the new lead placement. The hcp confirmed that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 97800, serial# (B)(6), implanted: (B)(6) 2025, product type: implantable neurostimulator. Product ID: 3889-28, lot# va20u14, implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Coding update on pli 30. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97800, serial# (B)(6), implanted: (B)(6) 2025, product type: implantable neurostim ulator product ID 3889-28 lot# va20u14, implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 27-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were told that the healthcare provider (hcp) had problems getting the previous device out and that they might have to switch it over so they were wondering where the new ins was implanted. Reviewed info. Listed in diq. Caller did not remember what else was said. Agent documented reported information. No further action was taken by patient services (ps). The patient's scheduled to follow-up with healthcare provider (hcp) on (B)(6).